Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the quality of signal does not pass two points after recharging for a long time. They will be doing a surgical intervention to confirm if the ins has rotated or flipped. It was noted that an environmental/external/patient factor associated with the issue was that the patient has gained 5 kg since surgery. No troubleshooting was performed yet. No actions/interventions were taken until now. The issue was not resolved at the time of the report. No symptoms were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the patient looked very well after surgery. It was necessary to untap the ins, however the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was clarified the neurostimulator rotated. The hcp put it in the right position.